Event description:
The customer reported the ventilator alarmed vent inop due to a machine and proximal pressure sensor failure. There was no patient involvement.

Event description:
The customer reported the ventilator alarmed vent inop due to a machine and proximal pressure sensor failure. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. The manufacturer¿s contact person address is: (B)(4).